Event description:
On 8/9/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The even occurred on 8/9/24. On 8/18/24 a beta bionics customer care agent spoke to the user about the event. The user reported experiencing high bg levels after dinner when the convatec contact detach (23", 6mm) steel cannula infusion set came off the body. After noticing bg levels of 508 mg/dl, the user drove to the emergency room and was later admitted to the ICU. The user was hospitalized for five nights and treated with insulin injections. The user believes that a virus, for which they are currently taking an antibiotic, may have also contributed to the irregular bg levels. The user planned to restart the ilet on 8/20/24 after meeting with a clinical diabetes specialist (cds) for additional training. During the follow-up, the agent educated the user about using skin tac prep to improve adhesion of the infusion set and advised on the importance of contacting support if bg exceeds 300 mg/dl for 90 minutes or reaches 400 mg/dl at any point. The user acknowledged this advice.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the infusion set falling out, leading to insufficient insulin delivery.